Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient hasn¿t had therapeutic effect since implant. The patient has tried adjusting the amplitude high but it ¿doesn¿t feel right¿ as it goes up through his head. He also does feel stimulation in the bicycle seat area. The patient did not understand the manual and requested assistance changing programs from 1 to 2.

Event description:
Additional information was received that indicated the patient's change in activity level led to the lack of therapeutic effect and undesired stimulation. Once the settings were changed, the issue was "somewhat" resolved. The patient had an appointment on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.